Manufacturer narrative:
The investigation is in progress. When it is complete a supplemental MDR will be submitted accordingly. Mulitple mdrs were submitted for this adverse event: 3013450937-2022-00292, 3013450937-2022-00293, 3013450937-2022-00294, 3013450937-2022-00295, 3013450937-2022-00296, 3013450937-2022-00297, 3013450937-2022-00298 and 3013450937-2022-00299.

Event description:
It was reported that a patient experienced an infection and underwent a revision surgery on (B)(6) 2022. The following implants were removed during the revision: eleos distal femur axial pin, eleos tibial hinge w/ rotational stop and eleos tibial poly spacer.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged infection could not be determined. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: h6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4117: device not accessible for testing. H6: type of investigation code updated to 3331: analysis of production records. H6: type of investigation code updated to 4111: communication/interviews. H6: type of investigation code updated to 4109: historical data analysis. H6: investigation findings code updated to 3221: no findings available. H6: investigation conclusions code updated to 4315: cause not established. H10: additional narratives/data.

Event description:
It was reported that a patient experienced an infection and underwent a revision surgery on (B)(6) 2022. The following implants were removed during the revision: eleos distal femur axial pin, eleos tibial hinge w/ rotational stop and eleos tibial poly spacer.